Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls on the day of event were within acceptable range. The ccc specialist reviewed the instrument data and found that the calibration data showed trailing for level 1 calibrator, causing the curve to be set low. The ccc specialist also found that the customer's quality control ranges were wide. Siemens regional support center specialist and customer service engineer (cse) determined that the issue was due to the contamination of the instrument. The cse was dispatched to the customer site and performed preventive maintenance which included a decontamination procedure. The cse ran system check and quality controls and performed precision testing, all of which were acceptable. The calibration data was also acceptable after troubleshooting. A siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded that there was no device malfunction. The calibrator data suggested the presence of biofilm contamination. The hsc specialist concluded that the discordant results were addressed with decontamination. The cause of the discordant, falsely elevated ctni results was due to the contamination of the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant result for sample with accession # (B)(4) was reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected result for sample with accession # (B)(4) was reported to the physician(s), while the repeat results for sample with accession # (B)(4) were reported to physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni results.